Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 17-feb-2020 and installed at the customer's site on (B)(6) 2020. A review of historical product complaints shows that the same malfunction of shutter failure has not led to serious injury in the past. By design, the shutter position sensors are checked in standby and ready before the foots-witch switch is depressed. If both sensors are blocked or unblocked, the error will appear and the laser will disable lasing until the error is corrected. A lumenis service engineer visited the site one (1) days after the reported event and examined the laser system. The engineer replaced both the shutter and service attenuator solenoids and after reconfirming it's operation, the engineer returned the system to the facility in working order. A review of system risk files ((B)(4)) revealed risk # (B)(4); insufficient energy failure which has the potential to lead to prolonged procedure or ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. The faulty parts are expected to be returned to the manufacturer for evaluation. Upon receipt and completion of the failure analysis of the complaint device, if the conclusion will be changed due to the analysis, lumenis will file a follow-up MDR. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a lithotripsy procedure in which a lumenis pulse 100 was being utilized, the system displayed shutter failure error. Unable to continue with the system an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.